Event description:
It was reported that the procedure was to treat a lesion in the circumflex. Pre-dilatation was performed and a stent was implanted. The 3.0 x 12 mm nc trek was prepared per the instructions for use, prior to use in the anatomy, and used successfully for post-dilatation. It is unknown how many inflations were made at what atmospheres. During removal, the mid shaft separated. The separated portion was removed with hemostats. Resistance was noted during removal. A non-abbott balloon was used to complete the procedure successfully with a good patient outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.